Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The list and lot numbers of the device that was in use is unk. The customer contact identified one possible list number and one possible lot number (plots). The possible list number is 12538 and the possible lot number is 440525h. The customer contact was unable to identify the specific device list number, therefore, the brand name and common device name are unk. However, the customer contact identified the device as an unspecified plumset. If this info is obtained, a supplemental report will be submitted. This report represents all info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the semi-rigid adapter of the clave secondary port snapped. The tubing set was being used to deliver an unspecified concentration of ganciclovir, at an unspecified rate. The customer contact reported that an unspecified syringe with 20ml to be used as a flush was connected to the clave secondary port on the cassette of the tubing set. It was reported that approximately eleven mins after the delivery was started, after 20ml of solution had been delivered, the flush fell sideways and snapped at the semi-rigid adapter of the clave secondary port on the cassette of the tubing set. It was reported that no leak of solution was noted. The customer contact reported that the delivery was stopped. The customer contact reported that there was a delay in therapy to remix the medication and adjust for the amount that had already been delivered; however, there were no reported adverse pt effects. No medical interventions were reported. No add'l info was provided.